Event description:
Defibrillated pt at 200 joules. Reading showed only 137 joules delivered. Defibrillated again at 300 joules. Sparks and smoke shot out of connector hub of hands free defibrillating pads. Several successful defibrillations after pads were changed.